Event description:
This complaint has been opened to address the peritonitis in the original complaint (B)(4) from great britain. This is a report of a home patient (hp) from who called baxter's technical service representative(tsr) to report a low drain volume (ldv) alarm on the home choice on (B)(6) 2010 during use, during fill 1. The drain volume equaled 1226ml. During the call the hp stated that he was in the hospital today and a medicated manual fill was done. At the time of the call he reported that he had peritonitis. There is no further information available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). During a subsequent call with the pd nurse (on unknown date) it was reported that the patient presented to the pd unit with cloudy bags and no other symptoms. Pd effluent cultures were done(on an unknown date). Cell counts were not reported. The patient was treated with vancomycin 2gm and gentamicin 80mg on day one and vancomycin 1gm on day 7 intraperitoneal (ip) (dates of treatment were unknown). It was reported that the cause of the peritonitis was unknown. By (B)(4) 2011, the patient had recovered. No further information was available.